Manufacturer narrative:
Insulin pump was unable to vibrate during self-test due to broken vibrator black wire. Insulin pump had a cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's vibrate feature on the insulin pump was not working. The customer's blood glucose level was 104 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.